Manufacturer narrative:
E1: initial reporter phone no. - (B)(6). The device was received for evaluation. During functional testing, the customer reported problem of ¿failed downstream (distal) occlusion sensor test¿ was not reproduced. The device was tested for downstream occlusion testing with passing results. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream (distal) occlusion sensor test during testing. There was no patient involvement. No additional information is available.